Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2012 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: (B)(6) 2012. Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 304798/304800; model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patients ipg was implanted too low causing discomfort whenever the patient would sit down. It was also reported that the patient was not getting adequate pain relief. The patient underwent an explant procedure.